Event description:
A male pt underwent initial aaa repair in early 2007. A zenith main body and two iliac legs were placed. The main body was placed too low and over time it developed a type I endoleak. In 2008, a secondary procedure took place where an main body extension was placed with no incident. This pt is doing well.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Specific to this case, the IFU also states that inaccurate placement of the graft may result in an increased risk of an endoleak. Additionally, prior to top cap advancement, the IFU instructs the user to verify the four radiopaque markers are just inferior to the most inferior renal orifice. Based on the info provided relative to the second procedure, the failure mode assigned to this case is inaccurate deployment. It appears the original device may have been deployed low, subsequently resulting in an endoleak. The root cause for the initial device being placed low is unknown at this time. We will continue to monitor for similar complaints.